Event description:
Follow up information identified the service application state or inoperable state was unable to be confirmed. The ipg was recovered.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent an unrelated surgical procedure on (B)(6) 2018 and since then the ipg has been unable to communicate with the external device. Surgery mode was not turned on prior to the surgical procedure. The abbott representative confirmed the issue and was able to recover the ipg. Therapy is now turned on.